Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and an open pouch seal issue occurred. Interior package damaged. The physician reported that the sterilization package was broken and the product was dirty. They did not use the catheter in/on patient. They replaced it with a new one. No patient injury reported. Additional information was received. Confirmed that the device was not used on the patient. There was no physical damage to the outer box or packaging. It was not known if the device was secured properly in the tray. Provided a photo. The event was assessed as MDR reportable for an open pouch seal issue.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and an open pouch seal issue occurred. The investigation was completed on (B)(6) 2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a hole was observed on the pouch of the catheter. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis of the package revealed that the sterilization bag had a pinch in the upper side. The box was observed with a mark above the pinch. Manufacturing investigation was performed and concluded that the reported condition was not assignable to manufacturing process (packaging), due to all the control points. Additionally, it was observed that carton unit box has an internal mark that match with the damaged; potentially, an excessive force applied to the product and/or incorrect material handling could cause this defect. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. -investigation findings: packaging problem identified (c1605) / investigation conclusions: cause not established (d15) / component code: packaging (g04094) were selected as related to the customer¿s reported open pouch seal issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-feb-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).